Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unexpected critical pump error. Blood glucose value was 33.2 mmol/l at the time of the incident. The customer was hospitalized and treated with a manual injection. The customer declined to troubleshoot for the high blood glucose value. Troubleshooting was performed for the critical pump error and the customer was advised the device will need to be replaced.. The device will be replaced and returned.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) during testing. Unable to determine the root cause, problem isolated to motor force sensor. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.